Manufacturer narrative:
The operator of an atellica sample handler prime instrument alleged they received an electrical shock from the instrument's keyboard after rebooting the process control computer (pcc).the keyboard reportedly turned off for a few seconds and turned back on after being touched by the operator. Siemens headquarters support center (hsc) has investigated the issue of the operator receiving a shock while touching the keyboard of the atellica sample handler. It is highly unlikely for a keyboard to generate high enough voltages to produce an electric shock to the user. The esterline medigenic keyboard that is in use has a data sheet listing it as having a 5 vdc usb interface with a stated current value of <100mah. The operating temperature and humidity are listed as +32f (0c) to +104f (+40c) at 5% to 80% relative humidity (non-condensing). It is highly unlikely for the keyboard to generate high enough voltages to produce a shock. If there were a situation such that the power supply in the pcc computer had a malfunction where the ground going to the keyboard had an elevated voltage, the problem would be reproducible at will, and be continuous. There were no reports of a reoccurrence. During the winter months, with the humidity potentially low, there is increased chance of static buildup. The potential cause of the shock is a static charge built up in the user probably due to a low humidity environment from something such as walking across carpet, the type of clothing worn, the type of shoes, handling certain materials such as plastics, etc. It is likely that the electro-static discharged (esd) when the user touched the keyboard, giving the operator the shock that is described here, and precipitated the turn-off of the keyboard for a few seconds. If the user generated a high static charge by any means, then it is possible to discharge it to another surface, potentially including the keyboard. The cause of the electric shock is unknown. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
The operator of an atellica sample handler prime instrument alleged they received an electrical shock from the instrument's keyboard after rebooting the process control computer (pcc). The operator consulted with an occupational health doctor about the event. The operator reportedly had pain in the arm and back. There are no known reports of adverse health consequences due to the electric shock. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and have not been verified.